Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 562 from the contour next one, retested on the contour next usb and the reading was 158mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has received new meter and strips. He was advised to return his strips for evaluation.